Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). Technical services (ts) reviewed the event and recommended further lead evaluation in the clinic. No adverse patient effects were reported. This rv lead remains in service.